Event description:
Customer called to report a low blood glucose event. The current blood glucose reading is 190 mg/dl. The customer loss consciousness and paramedics were called to the scene. The customer was not taken to the hospital. The blood glucose reading at the time of the event was 38 mg/dl. Customer does not know why he went low. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.